Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a5: patient information is unavailable. The exports/logs were returned for clinical analysis. The analysis determined that the cause of the deviations experienced in the or was a platform or patient shift, resulting in a pattern of superiorly deviated trajectories. The technical difficulties experienced may have been contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation at s1. It was ~3mm superior to plan. The site re-planned the screws and the screws went in accurately. Both right and left s1 were noted to be deviated. During the procedure, a bone mount bridge connected to a schanz screw was used to mount the surgical system to the patient. When the representative replanned the trajectories, they moved the starting points to be lower. There were no issues with the surgeon technique and they operated on the right side (l5 and then s1) and then the left side (l5 and then s1). It was confirmed that when the platform was mounted the surgeon checked that it was firmly connected to the patient. The re-planning potentially solved the issue by planning it more aggressively to ensure there was no skive. The issues extended the surgical time by less than 1 hour. There was no impact on the patient outcome.